Event description:
A patient reported blood glucose results of "23 and 'hi" md/dl" with a lifescan meter and "284 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expectd to change the blood glucose.